Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: caucasian.

Event description:
It was reported that leakage occurred when using the maxzero. The leakage was noted at the connection of the maxzero and huber needle and was "threaded" to an implanted port. The leakage continued despite "tightening and re-threading." The leakage was found before chemotherapy was initiated. There was no patient harm.

Manufacturer narrative:
The customer¿s report that that the maxzero leaked was confirmed based on inspection and functional testing. Visual inspection observed the female end was cracked. Further inspection observed a crack along the top of the connector access extending along the collar threads in the direction of fluid flow. No other obvious damages or issues were observed on the rest of the component. Although damage was observed, fluid was pushed through the connector using a lab syringe. It was observed that the fluid leaked out from the noted crack. The root cause was not identified.

Event description:
It was reported that leakage occurred when using the maxzero. The leakage was noted at the connection of the maxzero and huber needle and was "threaded" to an implanted port. The leakage continued despite "tightening and re-threading." The leakage was found before chemotherapy was initiated. It was further confirmed during follow up, that there was no patient harm as a result of this event.